Event description:
It was reported to philips that the unit had a faulty therapy pca. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the unit had a faulty therapy pca. There was no patient involvement.

Manufacturer narrative:
The customer requested assistance from a philips customer service representative. It was reported by the customer that the therapy pca for their unit was in need of replacement. The service order was initiated by the customer as a means to order a replacement therapy pca with no onsite evaluation required. Based on the conclusion of the investigation, it was determined that this was a malfunction of the therapy pca. Per customer request, a replacement therapy pca was ordered and shipped to the customer site to resolve the noted issue. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the device had a faulty therapy pca.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the unit had a faulty therapy pca. There was no patient involvement.